Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 490 mg/dl. The customer stated that he has had five heart attacks, and felt like he was having another one as he was also experiencing chest pain. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.